Event description:
It was reported that during initial implant procedure, patient's new implanted lead was dislodged. It was also noted that the lead helix was not able to extend. The lead was not installed and the procedure was completed using an alternate lead on (B)(6) 2023. There were no patient consequences.